Event description:
The customer alleged that he performed a control test and received a result of 168 and 180 mg/dl. The normal control range was 92-126 mg/dl. No adverse events were alleged. While customer service was gathering info from the customer, he ended the call. No product will be returned.

Manufacturer narrative:
It's not possible to determine the manufacture date without a meter serial number.